Manufacturer narrative:
Qc was within specifications prior to and after the event. System check from 2008, passed within specifications. The specimen was collected in a serum tube and was transferred to a plastic transport tube before reaching the customer's lab. The sample was centrifuged at 3,000 rpm. Per customer, no fibrin was noted in the sample. A field service engineer (fse) was not dispatched to the customer's lab as this event was isolated to one patient's sample. The instrument is performing within specifications and customer did not question any other samples. Patient treatment was not affected in this event. However, amniocentesis procedure may be performed based on the results. This procedure will have a potential health risk to the patients. Based on information available, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc (bci) regarding low values for: diluted bhcg, alpha-fetoprotein (afp), unconjugated estriol (ue3), and inhibin a that were generated by the access 2 instrument for a single patient sample. The initial results were: diluted bhcg - 6245miu/ml. Afp - 7.27ng/ml. Ue3 - 0.216ng/ml. Inhibin a - 35.2pg/ml. The low results were not reported out of the laboratory. On the same day customer re-tested the original sample and obtained higher results for all analytes: diluted bhcg - 28252miu/ml. Afp - 26.99ng/ml. Ue3 - 0.599ng/ml. Inhibin a - 141.2pg/ml. Per customer, there was no injury or change to patient treatment attributed to or connected with this event.